Event description:
Pt was treated at hosp for hyperglycemia. Report states that cartridge contained air and insulin not being delivered due to user error. Pump reported to be functioning properly. Cartridge not returned for evaluation.